Manufacturer narrative:
Device passed the displacement test. Device received with cracked battery tube threads and cracked case battery tube. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
Device passed the displacement test. Device received with cracked battery tube threads and cracked case battery tube. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was passed out and insulin pump fell. Customer's blood glucose level was unknown. Customer stated that the battery compartment and reservoir compartment was cracked. The insulin pump will be returned for analysis.